Manufacturer narrative:
Additional information was received that the patient had a competitor's device and will have a battery swap to bsc.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported that the patient had some shocking sensation when the patient lay down. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported that the patient had some shocking sensation when the patient lay down. The patient will undergo a revision procedure.